Event description:
This male patient was admitted for an elective coronary angiogram. The target lesion was the mid right coronary artery. The vessel was de novo, diffused and moderately calcified lesion. The diameter of the vessel was 3.47mm and the lesion length was 14.51mm. Pre-procedure stenosis was 82%. Aha/acc classification of the vessel was a type c. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a balloon (4.0/20mm) at 10atm. Inflation time was unknown. A cypher stent (3.5/23mm) was implanted at 16 atm for 16-30 seconds. A cypher stent (3.5/18mm) was implanted at 16 atm for 16-30 seconds at the proximal end of the initially implanted cypher overlapping it. Post-dilation was conducted with a balloon (4.0/20mm) at 12atm. Inflation time was unknown. Timi flow before and after the procedure was 3. The residual % of stenosis was 16.0%. Ivus was conducted. Eight months following the index procedure, a follow up coronary angiogram was conducted and focal restenosis was observed inside the proximally implanted cypher stent. There was 90% stenosis. Pci will be scheduled. Nine months following the index procedure, poba was conducted to treat the restenosis. A balloon (4.0/length unknown). Inflation time and pressure were unknown. The residual % of stenosis was 25%. Two days later the patient was in stable condition and discharged from the hospital.

Manufacturer narrative:
Physician's comment: this event could have happened with any bms so nothing unusual with a cypher stent. Please note that this device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis.